Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels reached 24.3 mmol/l (437.4 mg/dl) with ketones present, while wearing the pod between 36 and 48 hours on the abdomen. Multiple corrections were administered using the pod, but the bg levels did not decrease. The patient noted the cannula had dislodged from the infusion site.